Manufacturer narrative:
Correction: upon receiving new information, the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious injury.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, it was noted that there was a sensing issue and capture issue on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.